Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular lead triggered an alert for high svc coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.